Event description:
Received information of a cartridge leaking. Customer noticed insulin on the pump in the area of the cartridge. Reportedly, customer's blood glucose level was elevated, but indicated that it was not related to the leaking cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.